Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found the foggy image was due to leakage from the objective lens. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause of the image center clouding could not be identified. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the instructions for use (IFU). If additional information becomes available, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the videoscope image was cloudy. It is unknown when the issue occurred. There were no reports of patient harm.